Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that the emergency medical services came and treated the high blood glucose prior to hospitalization. The customer's blood glucose was 586 mg/dl at the time of incident. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer stated that they were given insulin through IV to treat the blood glucose during hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.